Event description:
Reporter alleged that he was unable to read the information on the blood glucose monitoring device. Reporter stated the name, phone number, and address was not on the test strip vial and was unable to remember if the box was previously opened. No other information was provided on the alleged incident. A request was made for the return of the suspect device and replacement product was sent.